Manufacturer narrative:
Lot number ¿ 18k005, 18j032. For one of the reported events, a photograph was provided for evaluation. A functional flow test must be performed on the actual device to verify the flow rate accuracy of the alleged device. The reported event could not be objectively verified. A batch review was conducted for the reported lots and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) large volume infusors did not flow during infusion. The events involved patients with no patient consequences. No additional information is available.